Event description:
Procedure: l4 to s1 revision plus extension of construct to l34 and transforaminal lumbar interbody fusion (tlif). International affiliate reports that as the right s1 screw was being inserted under considerable force, the screwdriver began to squeak and then lost the ability to insert the screw any further. When the screw driver was released from the screw, it was noticed the tip of the driver was missing. The broken tip was found to be within the hex of the screw head of the inserted pedicle screw. The pedicle screw with the broken tip was removed intra-operatively and a new screw was inserted. The difficulty resulted in a short delay and there were no adverse consequences to the patient. Concomitant device: expedium pedicle screw, catalog no. Unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination revealed that the fracture of the driver occurred at the driver¿s distal tip. The remainder of the broken distal tip was not returned for evaluation. No other defects or abnormalities were observed during evaluation of product. Although the cause of tip breakage cannot be positively determined, scanning electron microscopy analysis found evidence of torsional shear plastic deformation indicating the failure started at the hexlobes of the driver. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of complaint trends observed the occurrence rate agrees with internal risk assessment occurrence rate as is deemed broadly acceptable risk. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.